Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device -- 14 days. Investigation conclusion: a direct relationship between the device and the reported event could not be determined. Review of the submitted log files confirmed multiple low flow hazards that occurred when the estimated flow was calculated below the low flow threshold of 2.5lpm. The pump operated at the set speed for the duration of the log files and the system appeared to be functioning as intended. An autopsy was not performed and the pump was not returned for evaluation. The hm3 IFU lists cardiac arrhythmia, venous thromboembolism, and arterial non-central nervous system (cns) thromboembolism as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was transferred from an outside hospital with chest pain, dyspnea, and malaise following a possible syncopal episode on (B)(6) 2018. Upon arrival, the patient was complaining of severe ongoing chest pain associated with nausea and dyspnea, as well as generalized weakness and malaise. The patient was severely bradycardic with probable complete heart block and a slow escape rhythm at less than 50 beats per minute.this is made it more difficult to diagnose due to lvad-related electrical artifact on the electrocardiogram (ECG). There were repeated low flow alarms from the lvad console. Labs on (B)(6) 2018 showed troponin at 3.64ng/ml. The patient was treated with milrinone 0.1mcg/kg/minute and epinephrine 0.2mcg/kg/minute. The patient exhibited an increased ventricular rate and was sent for emergency tensor veli palatini muscle (tvpm) insertion and evaluation by transesophageal echocardiography (tee) as well as possible coronary angiography in the cardiac catheterization laboratory. Tee review showed large echo densities consistent with thrombus in the right and left coronary cusps with apparent visible thrombus extending into the origin of the left main artery. Tee also showed dilated akinetic right ventricle (rv) with no contraction and the left ventricle (lv) was markedly hypokinetic. Diffuse "smoke" was apparent in the rv and lv consistent with slow blood flow. Tests also showed acute non-st elevation myocardial infarction (nstemi) cad/thrombotic coronary artery occlusions and evidence of acute myocardial infarction due to thrombotic coronary occlusions, likely of both right and left coronary arteries due to apparent thrombus accumulation in the aortic root, complicated by profound cardiogenic shock, atrioventricular block, and bradycardia. Given the extent of thrombus and evidence of akinetic, nonfunctional right and left ventricles, the patient was not amenable to percutaneous or surgical intervention. The family withdrew support and the patient expired on (B)(6) 2018.

Event description:
Additional information: per the site, the ultimate cause of death was myocardial infarction.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.